Manufacturer narrative:
This report is submitted on march 15, 2021.

Event description:
Per the clinic, the patient experienced an ulcer resulting in wound dehiscence and the extrusion of the implant. The patient was treated with antibiotics (type unknown). The device was explanted on (B)(6) 2021. It is unknown if the patient was re-implanted with another device.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at implant site. Device analysis report attached. This report is submitted on may 13, 2024.